Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and the spare endoscope and found that the reported phenomenon could not be duplicated. Omsc checked the log file of the subject device and confirmed that scope registry error 1 (a scope communication error) occurred at 16:04:52 on (B)(6) 2021. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to the olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated and there was no error in the log file. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a scope communication error e226 occurred. The user cleaned the video connector of the endoscope, but the e226 occurred many times. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.